Event description:
It was reported that during a mid left anterior descending coronary artery stenting procedure, a type b, non-serious dissection occurred during lesion pre-dilatation. The dissection was treated with the implantation of a 3.25x23mm xience xpedition and a non-abbott balloon, resolving the event. Post-procedure, the patient experienced bradycardia. No treatment was provided. One day post procedure, the bradycardia resolved and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: other: aspirin, ticagrelor. There was no reported device malfunction and the product was not returned. The reported patient effect of intimal dissection, as listed in trek rx and mini trek rx, global, instructions for use (IFU), is a known patient effect. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.